Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting: (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event on (B)(6) 2021 that occurred in the operating room during use in (B)(6) involving pentax medical video ent scope model vnl8-j10, serial number (B)(4) with the description of "do not display blackout and out-of-sync images". The user also noted that "it occurred several times in multiple scopes, and there is a doubt that it may be a defect in the scope." On on 02-jul-2021, a device history record(DHR) review for model vnl8-j10, serial number (B)(4) was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 18-jul-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment actual date shipped were confirmed for 18-jul-2019.